Event description:
Kimberly-clark received a report stating, physician was using an introducer/gastropexy kit (#98423) to place a 0110-18 g-tube. When physician deployed gastropexy fasteners and closed lid on bolster, it sheared the suture above the bolster. This happened on 2 of the 4 t-fasteners, subsequently, one of these t-fasteners failed on 1 of the gastropexys during dilation of the stoma. The next day a CT scan was conducted and under pressure another one of the gastropexys failed. A kit from another manufacturer was used to secure the gastropexy. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed and the product met all manufacturing specifications. The device was not returned to kimberly-clark for analysis. Without the device to evaluate, we are unable to determine the root cause for this reported incident. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.